Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The soft components of the buttons are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons. The problem mentioned by the customer is related to careless handling of the product.

Event description:
On (B)(6) 2014, it was reported that the up button on the patient's infusion device was not functioning. No adverse event was reported. The infusion device was requested to be returned for product evaluation.